Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that inflatable penile prosthesis (ipp) had fluid leak and it stopped inflating. The cylinders look like they ruptured. Pump and cylinders were explanted and replaced and the reservoir was capped. No patient complications related to device.

Event description:
It was reported that inflatable penile prosthesis (ipp) had fluid leak and it stopped inflating. All components were explanted and replaced. No patient complications related to device.